Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the radial artery. After a guide wire crossed the lesion, a 20 x 3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. As the device was attempted to pass over the wire into the guide catheter, it was noted that the shaft broke. The proximal part of the device was still outside the patient's body and a small portion of the distal part of the device was inside the guide catheter. The device was completely removed and the procedure was completed with another promus premier¿ drug-eluting stent. No patient complications were reported.